Event description:
Boston scientific received information that this patient developed an infection. The previously abandoned right ventricular lead was removed from the right side of the patient's body. The system implanted on the left side of the patient's body was left in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.